Event description:
It was reported that during an unspecified arthroscopic procedure that the 4k c-mnt scp,4.0,30,167,mitek scope device went down. The surgeon stated they noticed that the camera was fogging more than usual and having issues focusing. They were able to swap out the scope using the same camera head and the issues were resolved. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. According to the information provided, it was reported that the scope went down. It was reported that there was no further information regarding the issue. All available information has been disclosed. The product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the 4k c-mnt scp,4.0,30,167, mitek would have not contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: null. Device history batch: null. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: - outer tube damaged, needle outer tube dent(s) deep outer tube bent - outer tube damaged, distal tip distal tip damaged major scratches/nicks - outer tube body / light post sidearm damaged nicks/scratches glass cone defective/broken - illumination distal tip fiber damaged - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/scratched visual : deformed/bent, broken (2+ pieces) : chipped/shaved/delaminated, visual : scratched/nicked per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: added: h4 (manufactured date).